Event description:
After an implantation period of about 50 months, it was reported that the patient was admitted to hospital with palpitations. A vt storm was reportedly diagnosed. The ICD recorded no episodes, hence no therapy was delivered. The device was explanted and returned to biotronik for analysis.

Manufacturer narrative:
The implantable cardioverter defibrillator ICD was returned for analysis. Therapy functions as well as the memory content of the device were extensively investigated. Upon receipt, the ICD was interrogated revealing the battery status mol1. A number of 20 charging cycles was documented to the device memory. The memory content of the ICD as well as the returned data were inspected. The inspection of the external electrocardiogram of (B)(4) 2016 documented a ventricular tachycardia of approximately 219 bpm. In confirmation with the clinical observation no episode of ventricular tachycardia was recorded by the device on (B)(6) 2016 despite a programmed vt2 zone limit of 171 bpm. In addition, the device data showed that no periodic iegm was recorded in the time period of (B)(6) 2015 until (B)(6) 2016. In a next step, the device was subjected to an extensive electrical analysis. First, the impedance measurement functions as well as the sensing functionality of the device were thoroughly tested and proved to be fully functional. The device sensed the attached heart signals free of noise and the measured impedances were normal and as expected. Subsequently, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device properly detected the applied signal as vf and delivered a defibrillation shock as specified. In particular, the detected vf was successfully stored in the episode holter. There was no indication of a device malfunction. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly, the final acceptance test proved the device functions to be as specified.

Manufacturer narrative:
On 12/22/2016 - we were informed some of the provided analysis was not transmitted with the original analysis. That information has now been provided. The implantable cardioverter defibrillator (ICD) was returned for analysis. The therapy functions as well as the memory content of the device were extensively investigated. Upon receipt, the ICD was interrogated revealing the battery status mol1. A number of 20 charging cycles was documented to the device memory. The memory content of the ICD as well as the returned data were inspected. The inspection of the external electrocardiogram of (B)(6) 2016 documented a ventricular tachycardia of approximately 219 bpm. In confirmation with the clinical observation no episode of ventricular tachycardia was recorded by the device on (B)(6) 2016 despite a programmed vt2 zone limit of 171 bpm. In addition, the device data showed that no periodic iegm was recorded in the time period of (B)(6) 2015 until (B)(6) 2016. In a next step, the device was subjected to an extensive electrical analysis. First, the impedance measurement functions as well as the sensing functionality of the device were thoroughly tested and proved to be fully functional. The device sensed the attached heart signals free of noise and the measured impedances were normal and as expected. Subsequently, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device properly detected the applied signal as vf and delivered a defibrillation shock as specified. In particular, the detected vf was successfully stored in the episode holter. There was no indication of a device malfunction. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly, the final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation could be confirmed, based on the information available for analysis. However, despite an extensive analysis, including the inspection of the returned as well as the device data and a thorough analysis of the therapeutic functionality as well as the recording and measurement functions no conclusion can be drawn regarding the root cause of the clinical event. The complaint device behaviour was not reproducible during the analysis.